Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 42-years-old patient with a 29mm perimount valve implanted in the mitral position underwent a valve-in-valve (viv) procedure after an implant duration of approximately four (4) years and six (6) months due to calcific degeneration leading to severe mitral valve stenosis and regurgitation. The patient was intubated in ICU before valve replacement. A 29mm transcatheter valve was successfully implanted within the existing surgical device. The patient remained in hospital in stable condition after the procedure. We use (B)(6) 2017 as implant date.

Event description:
Edwards received notification that a 42-years-old patient with a 7300tfx29mm valve implanted in the mitral position underwent a valve-in-valve (viv) procedure after an implant duration of four (4) years and five (5) months due to calcific degeneration leading to severe mitral valve stenosis and regurgitation. The patient was intubated in ICU before valve replacement. A 29mm transcatheter valve was successfully implanted within the existing surgical device. The patient remained in hospital in stable condition after the procedure.

Manufacturer narrative:
The device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed including patients age at the time of the implant (38 years old).